Event description:
It was reported that the pump exhibited occlusion issues. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A review of the event history log identified occlusion check infusion line message. During the functional testing the reported issue was duplicated during the occlusion test. The root cause of this issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the whole plunger assembly, plunger tube and plunger cable. Performed occlusion test and all functional tests which passed. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).